Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-22086. Pt has two leads for off label use. It was reported the pt is experiencing pain and puffiness at the lead site (for off label use). The pt may undergo surgical intervention to address the issue(s).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.